Event description:
Following an angio-seal device deployment, the pt developed left quadrant abdominal discomfort radiating to midline. There were no apparent signs of bleeding or hematoma at the puncture site. The pt's blood pressure decreased CT was performed revealing a retroperitoneal bleed. The pt was taken to surgery for repair and removal of the angio-seal device. Pt was discharged on 01/28/2000 in satisfactory condition. It should be noted that the pt was on reopro at time of the event.